Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Second report from the same facility, of a hermetic evd drain special no white clamp no one way valve seamless systems (B)(4); it was reported that the unit was leaking cerebrospinal fluid. The drain was in the patient for eight days when it started to leak above the stopcock (the location was found at the tubing connecting to the open/close stop/cock). The system was changed. The patient did not incur any injury as a result of this event.